Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during check-up, a ht70 plus ventilator was generating noise during ventilation. It was reported that the device recently had the software updated. There was no patient involvement at the time of the reported event. Evaluation and repairs of the device have not yet been completed.

Manufacturer narrative:
The ventilator was returned to medtronic¿s product analysis laboratory. An investigation was performed and the reported issue was verified. The pump was found to have damaged bearings on the left side. Metal shavings were found throughout the inside of the vent. To address the issue, the ventilator was cleaned and the pump was replaced. The o2 sensor was also replaced. An unrelated issue was found with the ventilator. The unit was found to generate a constant device error during servicing. The root cause was isolated to a bent single board computer (sbc) board causing the connectors between the sbc and main control boards to be unevenly seated. To address the issue, the sbc board was replaced. The ventilator was processed per service instructions. The unit passed all testing and operated within the manufacturing specifications. The ventilator was returned to the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during check-up, a ht70 plus ventilator was generating noise during ventilation. It was reported that the device recently had the software updated. There was no patient involvement at the time of the reported event.